Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500. Customer was advised to treat. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 500 mg/dl. Customer stated that the drive support is sticking out. Customer stated that she pushes the cap in to her insulin. Customer was advised that the device would be replaced. Customer was advised to follow their medically prescribed backup plan.